Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 7:00pm, paramedics were called since the patient was hallucinating 3 days after the sensor was put on the abdomen. At this time there was no bg fs done as home. When the paramedics came, a bg was done and it was 400 mg/dl and the egv was 120 mg/dl. The paramedics didn't calibrate the sensor. No treatment before arriving at the hospital. A possible uti was mentioned by the doctor, he was also diagnosed for sepsis. The patient was given insulin (IV), and medication for sepsis (the reporter doesn't remember what the name of the medication is.). The patient was discharged on 03/11/2026. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.